Event description:
It was reported that the customer had high blood glucose levels of 198 mg/dl. The customer reported that the reservoir of the insulin pump leaked insulin into the insulin pump. The insulin pump started producing a constant tone afterwards. The customer also reported fluid under the display of the insulin pump. The customer reinstalled the battery of the insulin pump but the insulin pump would not exit the self-test. Troubleshooting was done. The customer reported that the location of the leak on the insulin pump was possibly between the first and second o-ring. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).